Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. It was reported that the graftmaster stent was re-inserted into the anatomy with anatomical resistance. It should be noted that the graftmaster rapid exchange coronary stent graft system, instructions for use (IFU) states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. It is unknown if the IFU deviation contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported physical resistance and subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 2.8x19mm graftmaster referenced is being filed under a separate medwatch report.

Event description:
Following pre-dilatation with multiple balloon dilatation catheters, a rotational atherectomy system was advanced; however, a free perforation with extravasation in the right coronary artery was noted. The patient coded; however, cardiopulmonary resuscitation and pericardiocentesis was performed. A 2.8x19mm graftmaster covered stent failed to cross due to the anatomy. Once removed from the anatomy a kink on the device was noted. A 3.0x12mm trek balloon dilatation catheter (bdc) was advanced and used to tamponade the perforation for 51 minutes. The bdc was removed and a 3.5x16mm graftmaster covered stent was advanced; however, this too failed to cross due to the anatomy. A 4.0x12mm nc non-abbott bdc was advanced and used to pre-dilate the lesion. A 3.5x19mm graftmaster covered stent was advanced and deployed at 20 atmospheres (atms) for 30 seconds. The 3.5x16mm graftmaster covered stent was re-advanced and deployed at 18 atms. A new 2.8x19mm graftmaster covered stent was advanced and deployed. The procedure was completed with the deployment of the three graftmaster covered stents to successfully seal the long perforation. No extravasation was noted and the patient is doing well. No additional information was provided.